Event description:
It was reported that after prepping the lesion, the decision was made to use a 2.25 x 28 mm xience prime stent to cover the lesion. After unpacking the stent delivery system (sds), it was observed that the yellow protective sheath at the sds catheter tip was off the balloon and was loose in the packaging. The stent implant was on the balloon. The decision was made not to use the device for the procedure. A 2.25 x 23 mm xience prime was used successfully to complete the case. There was no clinically significant delay in the procedure. No additional information was provided. Device analysis revealed that the stent implant was returned dislodged from the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The protective sheath was confirmed to be off the balloon/stent implant when received for product analysis. Additionally during product analysis, the stent implant was dislodged from the sds. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.